Event description:
Patient complained of intense abdominal pain since mesh installed 08/18/04. Laparoscopic evaluation revealed the ethicon prolene hernia system mesh had crumpled, folded resulted in erosion and penetration of the peritoneum; adhesion formation. Mesh was explanted resulting in large hernia defect due to excessive tissue loss. A 30cm x 30cm replacement mesh was required to repair the defect.